Event description:
Per the physician's report, this device was explanted in 2006, because the device was not functioning for the patient. The patient was reimplanted at the same time.

Manufacturer narrative:
This type of event is addressed in the device labeling code #1738.